Event description:
It was reported that there was a question as to why the device was underreporting the atrial tachycardia / atrial fibrillation (at/af) burden and mode switch percentage due to device memory storage. It was also reported that the underreporting was likely due to the longer length of time between patient follow-ups. The device remains in use and the clinic will recheck in 3 months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).